Manufacturer narrative:
Investigation: customer returned one (1) used bd safe-clip device from lot 7220542. Consumer reported he has to clip at least 3 times to clip the needle from the syringe. He has been using this for 2 weeks and he shakes the clip to make room for the new needle to go in. The returned safe-clip device was examined, and it was observed that the cutter blade was damaged, appearing to have been dented from usage. Cannula were not able to be cut using this returned safe-clip device. Since the sample was returned after being used, and no evidence of manufacturing issues were observed, the probable cause of the damaged cutter blade is user error: using this device to cut lancets or cannula larger than 28g will result in damage to the safe clip cutter blade. The safe clip was not intended to be used for lancets or cannula larger than 28g (as per IFU), therefore this is a user error. According with the DHR review information attached (see attached file), the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0 and aql=1).

Event description:
It was reported that bd safe-clip¿ needle has to clip multiple times. This was discovered during use. The following information was provided by the initial reporter: material no: 328235 batch, no: 7220542. It was reported that consumer has to clip at least 3 times before needle clips. Consumer reported he has to clip at least 3 times to clip the needle from the syringe. He has been using this for 2 weeks and he shakes the clip to make room for the new needle to go in.

Manufacturer narrative:
The manufacturing location for this product is nypro, mx. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safe-clip¿ needle has to clip multiple times. This was discovered during use. The following information was provided by the initial reporter: material no: 328235, batch no: 7220542. It was reported that consumer has to clip at least 3 times before needle clips. Consumer reported he has to clip at least 3 times to clip the needle from the syringe. He has been using this for 2 weeks and he shakes the clip to make room for the new needle to go in.